Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced cloudy fluid and malaise. The cause and treatment were not reported. It was reported an ambulance was sent to the patient; however, it was not reported if the patient was admitted to the hospital for the event. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.